Event description:
It was found the hand piece no longer meets specifications for frequency, phase margin and impedance. The device was used during an unknown procedure. Another hand piece completed case. No patient consequence.